Manufacturer narrative:
Concomitant medical products: levofloxacin. Device manufacture date: july 2020. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of increased intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a clinical patient experienced "increased iop secondary to xen tip occlusion by iris" in fellow eye (non-study right eye) against xen®45 gts. Initial treatment provided as acetazolamide, but 3 weeks later laser iridotomy was performed. Events resolved. 2 weeks later, patient experienced repeated increased iop due to gel stent blockage. Patient was hospitalized about a month later for device removal and replacement. Events resolved.